Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is reusing residual insulin. Clinical support informed customer that reusing residual insulin is off label per the tandem user guide. Customer changed infusion set to address the issue. Customer's blood glucose was 164 mg/dl.

Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.